Event description:
They were getting zero coupling bars when trying to recharge the implantable neurostimulator (ins). The pt did not have swelling and the device was not tilted or deep. They tried different positions (standing and sitting), but it did not help. They used the antenna locate feature and got 32 for low number and high number; they didn't get any coupling bars. An add'l spacer was added and this did not help. Impedance measurements were reported to be normal. It was later reported that the ins was repositioned. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.